Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue and unknown error was due to stress of repeated use, external factors or handling such as insufficient reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope had no image and an un-restorable error code present. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.